Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the 3.5 x 15 mm xience v stent delivery system (sds) was advanced to the lesion, but the stent could not be seen. The sds was removed and there was no stent. A full search was done in the patient and the guiding catheter, but the stent was not located. The physician is 100% certain that the stent is not in the patient and that it either fell off during prep or it was never on the balloon. A new stent was used to successfully treat the patient. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). (B)(4): results - product performance was unable to determine a conclusive root cause for the reported stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the hypotube. There was crystalized contrast on the balloon and outer membrane and in the inflation lumen. The stent implant had dislodged from the balloon and was not returned. The balloon was returned loosely folded. There were crimp marks on the balloon between the markers. There were three bends in the hypotube, one at the distal end of the nose piece and 3 cm and 46.5 cm distal to the strain relief tubing. There was a kink in the shaft 2.8 cm distal to the guide wire exit notch. There was no other damage noted to the sds. The protective sheath and stylet were not returned. Product performance engineering reviewed the incident information and analysis of the returned product. Analysis of the returned product is consistent with the reported information that the product was prepared for use and not inflated. The stent implant was dislodged from the balloon and not returned, confirming the reported stent dislodgement. However, crimp marks were located between the markers of the balloon, suggesting that the stent was originally crimped in the correct location at the time of manufacture. Analysis noted that the balloon was returned loosely folded, which is consistent with handling of the balloon post stent dislodgement. This damage was not noted during inspection prior to use and does not appear to have contributed to the reported stent dislodgement. Potential causes for stent dislodgement that occurs before use, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, or handling of the stent during preparation for use. The protective sheath and stylet for this product were not returned, which may have aided in evaluation and determination of cause for the reported stent dislodgement. It was reported that it was unknown that the stent dislodged until after the sds was inserted into the patient anatomy. It should be noted that the xience v instructions for use states: prior to using the xience v everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Analysis of the returned product also noted three bends in the hypotube distal to the strain relief tubing and a kink in the 2.8 cm shaft distal to the guide wire exit notch. There was no report of this damage in the incident report and likely occurred as a result of the procedural attempt to cross the lesion or from handling of the product during packaging/shipment back to abbott vascular for evaluation. This damage does not appear to be related to the reported stent dislodgement. The manufacturing records for this product were reviewed and did not reveal any non-conformances associated with this lot that could have contributed to this complaint. All lot release testing met specification. In this case, a conclusive cause for the reported stent dislodgement could not be determined and there is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. To help ensure this type of issue is not the result of manufacturing, all sds are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units are destructively tested to verify stent dislodgement force and the units are again inspected for stent placement, crimped stent outer diameter and stent damage. This MDR is considered closed by the product performance group.